Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill one while the home patient (hp) was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The hp stated that they think they got air because their shoulder hurts, the hp drained out but still has the pain. Hp not sure what they did to have the air in the line. The renal therapy service (rts) agent assisted the patient in ending therapy and advised to call peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.